Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Additional information: batch # l5598g. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Unknown. If yes, did the jaws eventually open? Unknown. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileocaecal resection procedure, the clamp stayed jammed in closed position and it was impossible to reopen it. Another clamp was used to complete the procedure. There were no adverse consequences for the patient.